Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10may2019. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported battery failure error code. There was no patient or user harm was reported.

Manufacturer narrative:
G4: 11oct2019; b4: 14oct2019. It has been determined that this event is a duplicate of MFR. Report #:2031642-2019-02593. All details of this event are addressed within that report. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.